Event description:
Patient reported the retainer cuts their gums. When they were asked about the issue previously, they were told it was normal and to file it down. When they filed it down, it cracked, so they have a crack in the front now.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.